Manufacturer narrative:
The technician found the pins on the sidecom board were broken. The technician replaced the sidecom board to resolve the issue.

Event description:
The technician alleged the bed's nurse call feature was not functioning. No patient impact.